Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. Based on the field evaluation, this reported event was confirmed. The probable root cause is attributed to a system component failure. The usm was replaced to resolve the issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system experienced error code 319. The malfunction persisted and it was not possible to proceed with the procedure. The procedure was canceled. The procedure was aborted with no reported injury.